Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-70, serial: (B)(4), batch: 5155143. Product family: scs-lead fixation, upn: m365sc43180, model: sc-2218-50, batch: 24038979.

Event description:
It was reported that patients lead and clik anchor had migrated. Since then patient experienced inadequate stimulation despite of reprogramming attempts. The patient underwent a revision procedure wherein lead ang clik anchor were replaced. The patient was doing well postoperatively. The explanted devices were not returned.